Event description:
The customer reported the system intermittently froze and they had to turn it off and on to remain normal functionality. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.